Event description:
It was reported that there was a malfunction resulting in a power failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00857 is being filed to correct the block b3 incident date from 01/18/2023 to 01/18/2024.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00488 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The switch - on/standby was replaced to resolve the reported issue.